Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a line broken and a blood leaked from a non-dehp y-type catheter extension set. This occurred during patient use and the lines were flushed and changed immediately. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the tubing was separated from the male luer. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.